Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and four batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the devices were not performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers. Three good faith attempts were made in order to obtain return of the device. (B)(4) will be processed as a npr. Additional devices for this complaints: medical device: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events along with "beeps" on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. The controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed that several premature power switching events that were due to momentary disconnections were logged on (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. Momentary disconnections will result in an audible tone. The following batteries were involved in the mentioned power switching events: (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections. Note: (B)(4) was evaluated under MFR number 3007042319-2016-03135 ((B)(4)). Additional devices for this complaint: serial #: (B)(4), device available for evaluation: 08/16/2017; serial #: (B)(4), device available for evaluation: 08/22/2017; serial #: (B)(4), device available for evaluation: 08/22/2017; serial #: (B)(4), device available for evaluation: 08/15/2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced several events where his controller 2.0 was changing power sources from one port to the other earlier than expected. It was noted that the first event occurred around noon on (B)(6) 2017 when two batteries were connected and the patient heard a single beep without physical change of power sources. The second event occurred that same day at around 10:30 p.m when a battery with two bars displayed on fuel gauge was active on port 2 and controller switched to port 1 with a full battery connected. The third event happened on (B)(6) 2017 when a battery with four bars on fuel gauge switched over from 2 to port 1. The last event happened on (B)(6) 2017 when the controller changed power sources from port 2 to 1 earlier than expected again. Different batteries were involved in the switching incidents. All devices suspected to be involved in the switching incidents were exchanged including one controller and four batteries. The patient exchanged the devices himself under the guidance of hospital staff via telephone. The event was not associated with any vad stop incidents or critical alarms. Also, there were no patient consequences associated with this event.